Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user experienced an issue when using a 14cm solero applicator. The solero unit was set at 140w for 3 mins with plans to treat a lung lesion located in the upper left lobe close to the mediastinum. The applicator had been tested in water for 20 seconds at 140watts. The applicator was easily placed with no lateral force. Approximately 20-30 seconds into the ablation, a "high reflected power" message displayed and a popping noise was heard.  The applicator was removed and it was noted that tip was missing. The procedure was completed with a second solero applicator.  The ablation was performed for 3 minutes. The tip of the first applicator remains inside the patient.